Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, balloon rod was fractured. The procedure was completed with another of the same device. There were no complications, and patient was stable post procedure.

Manufacturer narrative:
E1-initial reporter facility name: (B)(6). E1-initial reporter address 1: (B)(6).